Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a de novo, tortuous and highly calcified left anterior descending (lad) artery. A 2.75x32mm promus element¿ plus drug eluting stent was advanced to treat the lesion but the device failed to cross. After several attempts were made for the device to cross the lesion, the shaft got damaged and was broken. The device was removed in a usual way. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.